Manufacturer narrative:
Medwatch (B)(4). The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Eight treatments were performed on low speed and two treatments were performed on high speed with a diamondback 360 coronary orbital atherectomy device (oad) in a severely calcified left anterior descending (lad) artery, with the 3.0 mm mid-lad 90%-95% stenosed and severely calcified. The oad was removed and an unsuccessful attempt to cross the lesion was made with a non-csi micro-catheter. The oad was reinserted, however, the lesion was too tight. The oad was not able to cross the lesion retrograde. On low speed, the oad advanced in the lesion. The crown jumped past the lesion and over the tip of the viperwire advance guide wire. The oad and the viperwire advance guide wire were removed. Glideassist was not activated. The guide wire fractured, and the tip fragment remained in the apical lad. Intravascular ultrasound was performed of the entire vessel and revealed no distal vessel damage. Unsuccessful attempt to remove the tip fragment using a snare and a wire due to being unable to cross the lesion. The patient remained stable. A micro-catheter was then able to cross the lesion. The tip fragment remained in the vessel, and the procedure was completed with the placement of three stents.